Event description:
Additional information received indicates the drg system was explanted on (B)(6) 2023 and replaced with an scs system.

Manufacturer narrative:
B3: date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported the patient experienced ineffective therapy. Lead fracture was confirmed via x-ray. Additional information is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.